Event description:
N/a.

Manufacturer narrative:
Device evaluation the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on catheter tubing and inner lumen approximately 74.9cm from the iab tip. The optical fiber was found to be broken at this location. A second kink was found on the inner lumen within the membrane approximately 26.4cm from the iab tip. Additionally a second optical fiber break was found broken within the catheter tubing approximately 5.3cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-2019 to nov-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Manufacturer narrative:
Occupation: ccp, perfusion supervisor. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that there was a fiber optic sensor failure and the arterial pressure was not displayed. The iab was removed and replaced with a new one, which functioned without further issue. There was no patient harm or adverse event reported.